Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was noted to be misaligned. During a secondary procedure one week following the initial iol implantation, a fracture was noted at the haptic/optic junction indicating the cause for the misalignment of the lens. The iol was removed and replaced with the same lens model and diopter. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned in two (2) segments inside a plastic container. A significant amount of solution is dried on both surfaces of the segments. One haptic is broken/torn and is returned. The optic is split/cut dividing the iol in two (2) segments. The product investigation could not identify a root cause for the reported complaint. The lens was returned with a broken haptic. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed haptic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).